Event description:
It was reported that the patient presented in hospital after receiving a vibratory alert for lead noise and high pacing lead impedance. The lead noise could not be reproduced in-clinic. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.